Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qafg, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient later reported that she was experiencing bladder leakage and increased stim and was able to feel stimulation. Patient stated she has been having bladder leakage on and off for the last couple years. Patient stated the bladder leakage started not long after she got the implant. Patient stated she has an appointment with health care provider (hcp) tomorrow.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from patient reported that the bladder leakage has not been resolved. Patient stated nothing could stop it. She wore pads that absorb to urine but this was no solution at all. The situation was very irritating. It was also noted that there was no new circumstances.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0qafg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported having a loss of therapy and not feeling stimulation. Therapy was on and there were no medical procedures, electromagnetic interference, traumas, or falls that could be related to the issue. Symptoms included leaking and had a gradual onset in (B)(6) 2015. The patient began tracking the leaking on (B)(6) 2015. Her leaking appeared to be related to stress and rushing, but not sneezing. Currently she had to wear a pad. On (B)(6) 2015, the patient thought she may be getting a urinary tract infection. The patient programmer needed new batteries and the patient was having trouble syncing; however, the issue was resolved and the programmer was functioning normally. The patient did not feel stimulation in the correct bicycle seat area, was currently at the highest level of comfort, and did not wish to change the amplitude. She turned stimulation off, changed to program 2, decreased to 0.1 volt, turned therapy back on, and increased to 0.4 volts. She felt stimulation comfortably in the correct bicycle seat area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.